Manufacturer narrative:
Age at time of event: 30 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni catheter was successfully primed for a thrombectomy procedure in the right upper extremity thoracic outlet. After about 20 seconds of the procedure inside the patient, an error message displayed on the console screen. They took the catheter out, reset it, and started using it again. However, after only 2 seconds of aspiration, the error message displayed again. This same process was completed two or three times where they took it out, reset it, and re-primed at times, but they kept receiving the error. Eventually a "replace thrombectomy set, persistent error" displayed. There was nothing that was noticed to be wrong with the device. The procedure was completed with another of the same device. There were no patient complications and the patient was fine.